Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer contacted olympus technical assistance support (tac). The customer tried three scopes on two different towers and still had a b30 error. The customer verified that the leak test cap set screw was intact and said that the leak test cap was dry and that the valve on the scopes was closed. The customer reconnected the cable and the image remained snowy. The customer was directed to blow out the subject device socket with canned air to dry it. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a b30 error during the set up. There were no reports of patient harm.